Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from 3 different patient samples processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. The condition of the instrument prevented any pre service precision testing indicating that the instrument was likely not performing as intended at the time of the events. The ortho field engineer performed service actions to multiple analyzer subsystems and following service actions an acceptable within-run precision was processed indicating the vitros 5600 system was performing as expected. The investigation found no evidence the vitros tropi es reagent malfunctioned. Based on historical quality control results, a vitros tropi es lot 2400 performance issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The investigation has determined that non-reproducible, higher than expected, vitros tropi es results were obtained from three different patient samples when tested on a vitros 5600 integrated system. Patient sample 1 result of 4.54 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.185 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 3 result of 0.546 ng/ml versus the expected result of 0.027 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es result of 4.54 ng/ml obtained from patient sample 1 was reported from the laboratory, however a corrected report was subsequently issued and no treatment was altered, initiated or stopped based on the reported result. The higher than expected, vitros tropi es result for sample 2 (0.185 ng/ml) and sample 3 (0.546 ng/ml) were not reported from the laboratory and there was no allegation of patient harm as a result of these events. (B)(4).